Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 539 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known; however stress and allergies were reported as possible causes. A pump system check was performed and no device issues were identified. The customer changed out the infusion set site and resumed insulin delivery. The bg level stabilized at 141 mg/dl.